Event description:
It was reported that the "cartridge plunger was getting stuck" on multiple occasions, interrupting insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge each time to resolve the issue.